Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's spouse reported via phone call indicating that the customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with manual injections. The caller was assisted with trouble shooting and was educated on how to properly rewind the insulin pump.